Event description:
During follow-up, right ventricular (rv) lead perforation resulting in phrenic nerve stimulation was observed. Diagnostic imaging was performed and confirmed cardiac perforation. The event was resolved by explanting and replacing the rv lead. No intervention was required to repair the perforation. The patient was in stable condition.

Manufacturer narrative:
The reported events were perforation and extra cardiac stimulation. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and all test results were within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During follow-up, right ventricular (rv) lead perforation resulting in phrenic nerve stimulation was observed. Rv lead replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.